Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported difficult to deploy clip and wedged position of the clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter (dc) shaft and the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use (IFU) instructs to test final arm angle (faa) at multiple steps and states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Additionally, the IFU instructs to, turn the arm positioner in the open direction until the release pin groove is fully exposed. All available information was investigated and the reported difficult to deploy appears to be related to the wedged position of the clip and user error of not fully exposing the release pin groove. A definitive cause for how the clip became wedged could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other clip delivery system mentioned is filed under a separate manufacturer report number.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat grade 4 tricuspid regurgitation (tr). The first clip was placed on the anterior and septal tricuspid leaflets. Deployment was initiated, but was delayed due to the wedged position of the clip. Tension was released and within a few minutes, the clip deployed without issue. The second clip was placed central to the first clip. Deployment was delayed due to the wedged position of the clip. Troubleshooting was performed and within 25-30 minutes, the clip deployed. Both clips were stable on the leaflets and tr was reduced to grade 1. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported difficult to deploy clip and wedged position of the clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter (dc) shaft and the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use (IFU) instructs to test final arm angle (faa) at multiple steps and states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Additionally, the IFU instructs to, turn the arm positioner in the open direction until the release pin groove is fully exposed. All available information was investigated and the reported difficult to deploy appears to be related to the wedged position of the clip and user error of not fully exposing the release pin groove. A definitive cause for how the clip became wedged could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.